Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) device experienced undersensing and diminished r waves after premature atrial contraction (pac)/premature ventricular contractions (pvc). It is also reported that the device experienced oversensing due to electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.